Event description:
It was reported a routine order of antithymocyte globulin (720ml/180ml) was programmed at the rate of 15ml/hr for fifteen (15) minutes followed by a titration to 30ml for fifteen (15) minutes then 45ml/hr with a volume to be infused of 180ml. Basic mode was used to prime the line with 20ml, then the infusion was programmed via guardrails. It was reported however that 107ml had infused in three (3) hours. The infusion was expected to infuse over four (4) hours. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: d15 - cause not established, c20 - no findings available. Additional information: unique identifier (UDI) #, medical device serial #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the report of the device over-infusing antithymocyte globulin was not identified during the investigation. A review of the logs demonstrated the device was operating as intended, and no fault was found. ¿ laboratory test could not be performed on the reported suspect device as it was not returned for investigation. ¿ the time of the event was reported as 2:00 pm to 3:00 pm. ¿ on 25 january 2025 at 1:59 pm the pump modules was selected, user selected ¿guardrails drugs¿, user selected the drug atgam (anti-thymocyte globulin), an infusion with a drug amount = 720 mg, diluent volume = 180 ml, rate = 15 ml/hr and a volume to be infused (vtbi) = 180 ml was programmed. Five (5) minutes later the volume infused was cleared. · from 2:10 pm to 2:11 pm the user paused the infusion, and the pump module was selected, a rate = 888 ml/hr and a vtbi = 20 ml were programmed. The infusion was started. Subsequently, the user selected channel off and the infusion was stopped. The pump module was selected, the user selected ¿guardrails IV fluids¿ and the drug .ivf maintenance was selected, a rate = 777 ml/hr and a vtbi = 18 ml was programmed, the infusion was started. Two (2) minutes later the infusion was completed (kvo), the unit was selected, user selected ¿guardrails drugs¿, user selected the drug atgam (anti-thymocyte globulin), an infusion with a drug amount = 720 mg, diluent volume = 180 ml, rate = 15 ml/hr and a vtbi = 180 ml was programmed. · at 2:32 pm the pump module was selected, the user changed the rate to 30 ml/hr. The infusion was started. Seventeen (17) minutes later the pump module was selected, and the user changed the rate to 45 ml/hr, the infusion was then started. · at 3:12 pm the volume infused was cleared. Thirty-nine (39) minutes later the volume infused was cleared again. · from 4:36 pm to 4:43 pm the pump module alarmed for ¿air in line¿, user silenced the device. User selected channel off and the infusion was stopped. The pump module was selected, the user selected restore, then the user selected channel off. · from 5:00 pm to 5:04 pm the pump module was selected, the user selected channel off, the volume infused was cleared, the device was selected, and the pump module was channeled off. · it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. · alaris system user manual (v12.1.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. · the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing antithymocyte globulin was not identified during the investigation. Review of the logs demonstrated the device was operating as intended, and no fault was found.

Event description:
It was reported a routine order of antithymocyte globulin (720ml/180ml) was programmed at the rate of 15ml/hr for fifteen (15) minutes followed by a titration to 30ml for fifteen (15) minutes then 45ml/hr with a volume to be infused of 180ml. Basic mode was used to prime the line with 20ml, then the infusion was programmed via guardrails. It was reported however that 107ml had infused in three (3) hours. The infusion was expected to infuse over four (4) hours. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.